Event description:
It was reported that the power button felt stuck and the device was unable to be powered on/off. There was no reported patient involvement. Evaluation of the returned device identified a cracked downstream occlusion seal.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found the downstream occlusion (dso) seal was cracked. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.